Manufacturer narrative:
Device not returned

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no reported impact to the customer's blood glucose (bg) level.

Manufacturer narrative:
D4 (serial #).